Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celebrex). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower (""lower" abdominal pain"), weight increased ("weight gain"), headache ("headaches"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (to remove the essure implant.). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, headache, alopecia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received, product information updated, event added dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), embedded device ("section 8 is the cornu where the coiled device has become lodged") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue. Concurrent conditions included menometrorrhagia, anemia, low back pain, fibroids and adenomyosis. Concomitant products included celecoxib (celebrex). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total laparoscopic hysterectomy and bilateral salpingectomy was performed). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain lower, weight increased, headache, alopecia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: there is, however, a grey metallic coiled device present in the right cornu associated with some slight cystic changes in the mucosa associated with this device. It is about 1 in by 0.2×0.2 cm. The wire comprising the coil is grey metallic and extremely thin. One oviduct has a 0.3 cm paratubal cyst present with it near the mid portion and another similar cyst present near the cornua. 13 is oviduct (section 8 is the cornu where the coiled device has become lodged.). Haemoglobin - on (B)(6) 2014: a.5. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Physical examination - on (B)(6) 2014: there is no sign of infection. There no adnexal masses noted but the uterus is slightly irregular in shape due to several small uterine fibroids and is mildly enlarged.. Ultrasound scan - on (B)(6) 2014: mildly enlarged uterus. There are no adnexal masses noted. Concerning the injuries reported in this case, the following event was described in patient's medical record: embedded device most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. New event added from mr- section 8 is the cornu where the coiled device has become lodged. Medical history and lab data added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("iower abdominal pain"), weight increased ("weight gain"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery to remove the essure implant in 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, headache and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure (B)(4). The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.